Manufacturer narrative:
Insulin pump failed the displacement test with units remaining in the status screen. The device alarmed motor error during rewind due to a motor encoder signal out of phase. A cracked battery tube threads also noted.

Event description:
It was reported that the insulin pump alarmed while driving and the customer had to remove the battery to silence the device. When the customer did reset the time and date, the device had black circles on the screen. The blood glucose was 20.5mmol/l. Assisted the customer to run the displacement test and the test failed. The customer mentioned having an MRI while wearing the insulin pump. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.